Manufacturer narrative:
On (B)(6) 19, it was reported to mentor that the patient information has become available. The patient¿s identifier is mh. Patient¿s phone number is (B)(6). Implantation date was (B)(6) 2008. The date of explanation was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/8/2019, it was reported to mentor that the patient¿s name is (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/16/19, it was reported to mentor that the patient¿s date of birth was (B)(6) 1983, also procedure was breast augmentation primary. Lot number for left device was 5771357, serial number (B)(4). The patient experienced bilateral breast pain. The patient¿s age was 34 years old. A manufacturing record evaluation (mre) was performed for the finished device number 5771357, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with saline mentor smooth round moderate profile 325cc for unknown indication in 2008 reported that in 2017, she began feeling ill with stomach issues that lasted a month. The patient went to a gastroenterologist and was diagnosed with ibs. Then starting in (B)(6) 2017, the patient what she thought was a sinus infection; extreme fatigue, sinus pain and achiness. The patient took 2 different prescribed medications and the symptoms did not resolve. The patient saw an ent and was told she needed to get her deviated septum fixed and that's why she was so tired and had sinus pain; he believed she had sleep apnea, and patient had surgery. The patient reported her issues were not resolved post-surgery. The patient continued to experience extreme fatigue, joint and muscle pain, and sinus issues. Over the course of the next year she also suffered from anxiety, hair loss, dry skin, rashes, acne, tight chest and trouble breathing, rib pain, brain fog, memory loss, headaches, temperature intolerance, etc; 29 total symptoms in all. In 15 months, she saw 6 different doctors and had multiple blood tests done. The patient reported she got no diagnosis as all the blood work was always negative. The only test that ever came back positive was an ana test which her doctor said could have been from having mono years ago. In (B)(6) 2018, she came across a website about breast implant illness. The patient reports she had 29 of the 50 symptoms listed. The patient met with two surgeons which confirmed breast implant illness for her and patient had explant surgery in (B)(6) 2018. The patient reported that two weeks out from surgery, some of her symptoms have already gone away and some have gotten better. The product issue, such as deflation was reported. The root cause of the patient's symptoms are not clear. No additional case details were provided. No patient name or contact information is available at this time, therefore no follow up can be completed.